Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the bipolar energy stopped on arm #3 with a vessel sealer in use. The caller stated it was not completed after the e-200 indicated it was. The caller also mentioned it happened in a previous case as well using a cadiere instrument. No troubleshooting was performed as the procedure was already completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. A power cycle of the energy unit was completed to resolve the reported problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The field service engineer (fse) contacted the site and confirmed that the system has not present any reoccurrence of the reported issue since the initial report. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
Refer to h11 for follow-up information.